Event description:
The report received from the e-select study indicated that the day after the index procedure, the pt had an anterior wall non-q-wave myocardial infarction (mi) diagnosed by post-procedure cardiac enzyme elevation. A thrombolytic agent was administered, and q-waves developed. There was no reported evidence of stent thrombosis, and the event did not require coronary artery bypass graft surgery (CABG) or re-pci. The pt had two cypher stents implanted during the procedure, a cypher select plus 3.5 x 18 mm stent and a cypher select 3.5 x 33 mm stent in the mid left anterior descending (lad) target lesion. During the procedure after deployment of the stents, there was no re-flow reported. Reopro was administered and an intra aortic balloon pump was inserted. The pt was discharged six days after the procedure.

Manufacturer narrative:
The indication for the index procedure was an acute anterior wall, st-elevation mi with onset of symptoms less than six hours prior to the procedure and resting ECG changes. Pre-procedure cardiac enzymes were normal. The pt was found to have two-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not provided. The target lesion was the mid lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 43 mm length, a 100% stenosis, a chronic total occlusion of less than three months (cto < 3 months), eccentric, absent of thrombus, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atm. A cypher select plus 3.5 x 18 mm stent (stent #1) was implanted at 10 atm. A cypher select 3.5 x 33 mm (stent #2) was implanted at 12 atm in abutting fashion. The stents were post-dilated with a 3.5 x 8 mm balloon at 20 atm due to the stent not being fully expanded. The residual stenosis was not provided. The flow pre-procedure was timi 0 and post-procedure timi 1. A satisfactory result was obtained. The pt was reported to be asymptomatic at the one, six and twelve-month follow-ups and continuing his medical regimen. Please note: that device (lot# 13209935) is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-02142 and # 9616099-2008-02143. See scanned page.